Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated h4 (device manufacturer date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. There was no physical damage at the location where the foreign material remained. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The device was inspected prior to use. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The device was manually cleaned within an hour after the procedure. The device was appropriately rinsed before manual disinfection. All scopes were connected with tubes when the scope was setting up in the reprocessor. The forceps elevator moved up and down three times in water during aspiration. The forceps elevator was brushed. The forceps elevator moved appropriately in each direction, immersed in the detergent solution. The forceps elevator was appropriately flushed. The distal end was brushed. There were no other concerns with reprocessing. However, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.